Event description:
It was reported that the healthcare provider (hcp) planned to replace the catheter and move it higher. The reason for moving the catheter was not reported. The replacement was scheduled for (B)(6) 2013. The patient status was reported as ¿alive-no injury¿ at the time of this report. Additional information was requested but was not available at the time of this report.

Event description:
Additional information reported the healthcare provider (hcp) changed the position of the catheter because he wanted the catheter more midline, as the patient was only getting left sided relief. At the revision, the hcp replaced the catheter and the original pump stayed. While removing sutureless connector from pump, the inner portion/ring of the sc stayed on the pump and had to be removed from that part of the connector. As of (B)(6) 2013, the patient was doing ¿fine¿ post operatively. The pump was used to deliver dilaudid at 2.802 mg/day and bupivicaine at 2.802 mg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).